Event description:
Additional information showed the patient did not have any concerns with their device system at this time.

Event description:
It was reported that the patient was not able to adjust stimulation with her patient programmer. Only the rate was displayed and the patient was not able to access any of her programs. The patient programmer and recharger showed the implantable neurostimulator (ins) was on, but did not display anything else. The patient last had access to all her programs two days prior to report before going into (B)(4). The patient did not think she had stimulation turned on at the time she went through the security gates, but she did have her patient programmer in her purse. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3487a-45, lot# v164525, implanted: (B)(6) 2008, product type lead; product ID 3487a-45, lot# v164525, implanted: (B)(6) 2008, product type lead. (B)(4).